Event description:
Boston scientific received information that this lead implanted four months was fractured at two different areas. A decision regarding lead revision will be made in the near future. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
When the lead revision has been performed, this event will be updated.

Event description:
Additional information was received: a revision procedure was performed. A visual observation revealed insulation damage and separation rather than a lead conductor fracture. It was thought there was insulation damage as the lead was stimulating appropriately. In addition, the non-boston scientific ventricular lead insulation may also damaged. A revision procedure will be performed in the near future.